Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the recently implanted patient had developed an infection at the lead site. The patient was prescribed with antibiotics. The device was not suspected to cause the infection. The patient underwent an explant procedure. No further information could be obtained.